Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was not possible to match this event with any previously reported event. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
Additional information was received. In (B)(6) 2014, the patient fell and began to have a worsening of symptoms. At that time, a catheter malfunction was considered. The healthcare provider decided to replace the pump because it had seven months of battery life left. During the pump replacement procedure, a catheter dye study was performed, and the catheter was visually inspected. There was a kink in the catheter that was attributed to the fall in march. A portion of the catheter was removed and reattached to the new intrathecal pump. There was no malfunction of the pump and the rest of the patient¿s symptoms were attributed to the intrathecal ziconotide.

Event description:
Walker, m.j. Management of complex regional pain syndrome with intrathecal ziconotide: 2 case studies. American academy of pain mana gement. 2014. Summary: complex regional pain syndrome (crps) is characterized by intense regional extremity pain involving arms or legs, sudomotor dysfunction, allodynia, trophic changes of the skin, and edema. The incidence of crps-I is between 16,000 to 50,000 new cases annually with approximately 10 to 20 percent of cases refractory to treatment. At least 90% of patients presenting with crps require some kind of intervention such as sympathetic blocks, physical therapy, and other pharmacological treatments (systemic anticonvulsants, antidepressants, opioids, systemic steroids, nmda receptor antagonist and bisphosphonates) have been used with some success. More invasive treatments include sympathectomies, spinal cord stimulation, and intrathecal therapy. Reported event: (B)(6) -year-old white female presented to the clinic in 2004 with signs and symptoms of crps type 1 in the bilateral lower extremities, including temperature and color changes, edema, allodynia, trophic changes, and severe pain. Crps was diagnosed in 2003 after falling and injuring her right knee on ice. She failed traditional therapies, including opiates, aeds, nsaids, ketamine infusions, bisphosphates, spinal cord stimulator, lidocaine infusions, and intrathecal gabapentin. The patient presented, in december 2009, at time of initiation of intrathecal ziconotide. She was in a wheelchair, unable to bear weight in bilateral lower extremities. She delivered a baby girl in (B)(6) 2009. She continued to breast feed for the first year. In 2010, ziconotide was initiated at 1.2mcg/day and was slowly titrated in increments of 0.25, 0.5, or 1mcg/day at each visit every 2 to 4 weeks. In (B)(6) 2010, she reported visual and auditory hallucinations and an extreme thirst/salty taste with dosing at 4.5mcg ziconotide per day. The dose was tapered down to 3.5mcg/day and symptoms resolved. In (B)(6) 2010, she showed improvement in mobility, decreased pain scores, decrease in allodynia, and trophic changes. In (B)(6) 2011, she was able to bear weight and ambulate with forearm crutches. In (B)(6) 2012, she was able to walk without the assistance of forearm crutches. In (B)(6) 2014, her symptoms worsened and pain increased. After evaluation, it was determined that she had a malfunction in the intrathecal catheter with interruption of ziconotide. Her intrathecal pump battery was reaching end of life. She was taken to the operating room and the catheter and intrathecal pump were replaced. She subsequently returned to a therapeutic level two months after the procedure. Her daughter developed normally with no unacceptable adverse effects. She was able to drive, care for her children, and go on hikes with her husband and family. She was not on any oral opioids or other oral medications for her disease. From (B)(6) 2011, the intrathecal therapy remained stable at 4.4 mcg/day of ziconotide. Her intrathecal pump was refilled every 3 months with 25 mcg/ml ziconotide.